Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had disconnected improperly from therapy to go to the bathroom. The alarm sounded and the patient reconnected themselves in an attempt to continue therapy. The power was cycled to clear the alarm and the proper procedures were reviewed with the patient. It was unknown if the patient completed therapy using manual supplies or started over using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Improperly disconnecting/reconnecting from the set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. It also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.